Event description:
Last ICD check done 06/25/2019 showing 7.5 years remaining battery life. Latitude alert for error code 1003 on (B)(6) 2019 stating "voltage was to low for projected remaining capacity" which is an unk area of drainage causing early battery depletion. Boston scientific was contacted and pt was given a 28 day window for device to be replaced. Pt expired on (B)(6) 2019, likely due to anemia. FDA safety report ID # (B)(4).